Event description:
Sorin received information that this lead was explanted after approximately one year and five months because the lead was fractured. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The inspection demonstrated a rubbed through insulation at the distal part of the lead. This damage can be considered to be the root cause of the clinical observation as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further inspection revealed deformation and fracture of the inner coil close to the is-1 connector pin. Theses damage most likely were caused during the explant procedure due to over-rotation of the inner coil without an inserted stylet. The analysis did not reveal any sign of a material or manufacturing problem.